Manufacturer narrative:
The issue was investigated in detail. It was found that the cable in the power plug was loose and caused a short circuit and a blue spark. The root cause for the loose cable could not be determined, neither by the investigators nor by the service engineer on site. According to information from siemens local service organization the problem was solved at the concerned site by tightening the cable in the power plug. No further occurrences in the field have been reported.

Manufacturer narrative:
Exemption number e2017014. (B)(4). The power cable on the concerned unit was replaced and the system was returned to use. (B)(6).

Event description:
Siemens was informed about an incident on the mobilett xp hybrid. When the operator plugged the unit system into the wall outlet, a blue spark was seen. There is no patient involvement in this case as the spark occurred when the system batteries were plugged to be charged. The incident occurred in (B)(6).